Manufacturer narrative:
Ey - 9/16/15 - should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged that the patient was in the sling using the lift when the arm bar bent and the patient fell to the floor. Customer alleged that the patient had the top of her forearm skin exposed due to the fall. Customer alleged that the on staff nurse treated the cut. No further medical attention was sought.